Manufacturer narrative:
Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while in a spinal fusion, a 3d image acquisition was aborted without prompt from the user. It was reported that the pendant was unresponsive following the aborted acquisition. Restarting the imaging system restored functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.